Event description:
Information received related to a trail conducted outside of the u.s. Reporting that the pt had chest pain and was admitted to the study. After the procedure, the pt stayed one night in the ccu and was required to come to the hospital for follow-up six months after hospital discharge; however, the pt did not show up at the date of appointment. The hospital then tried to conact the pt for follow-up according to the pt's resident address. A relative of the pt informed the hospital that the pt died about 10 days after the procedure to the hospital. As the pt lived alone, not much information was obtained regarding the pt's signs and symptoms after discharge. No additional information was available.